Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had undefined impedance and no capture in both the unipolar and bipolar settings. A possible fracture was suspected. The rv lead was reprogrammed and remains in use. The physician will monitor the patient. No patient complications have been reported as a result of this event.